Manufacturer narrative:
The reported field event of not feeling the vibratory alert was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic under advisory for vibratory alert demonstration and remote care system instructions. The patient was not feeling the vibratory alert while the physician was able to. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient condition is doing well.